Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The data logs only were returned for evaluation and they confirmed low flow and multiple suction alarms when running on p-9 during support. However, without the device return, the root cause of the low flow issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. When the investigation concludes a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male was implanted with an impella 5.5 for mechanical circulatory support prior to a high risk surgery. The support was ongoing for 16 days when the team observed suction alarms. The alarms were present when they attempted to adjust p levels. The pump remained on for support despite the malfunction without any harm or injury noted to patient.